Manufacturer narrative:
The AED and electrodes used during the rescue attempt have been received and the evaluation is underway.

Event description:
Deputy was dispatched to a medical call with patient down and not breathing. While the deputy was in route information was sent that the patient was now breathing. Moments later the information stated the patient was not breathing again and they were starting CPR. The deputy arrived and attached the AED to the patient. The AED started analyzing and advised a shock. The AED began counting down and at the end of the count down, the AED stated "shock interrupted". The AED then stated "analyzing" and again advised a shock. The AED again did the count down and at the end of the countdown stated "shock interrupted". At this point the ems arrived on the scene and took over patient care. The patient didn't survive.

Manufacturer narrative:
The AED and electrodes used during the rescue were returned to cardiac science and have been evaluated. The rescue data was downloaded from the AED and clinical and technical evaluations of the data were performed. No problems with the AED were found and it functioned correctly during rescue simulations. The electrodes used during the rescue were examined and were found to have expired approximately 11 months prior to being used in the rescue on (B)(6) 2018. The AED self-test data showed electrode errors for several days prior to the rescue and indicate that the AED would not have been rescue ready at the time of the rescue. Examination of the electrodes found corrosion where the tin mates with the gel and this corrosion caused fluctuations in electrode impedance. The clinical and technical evaluations of the rescue data determined the AED functioned correctly during the rescue. The AED correctly classified the patient's rhythm throughout the rescue. For shockable rhythms, the AED started to charge and then cancelled the shock due to the presence of artifact. The artifact was caused by corrosion on the electrodes.

Event description:
Deputy was dispatched to a medical call with patient down and not breathing. While the deputy was in route information was sent that the patient was now breathing. Moments later the information stated the patient was not breathing again and they were starting CPR. The deputy arrived and attached the AED to the patient. The AED started analyzing and advised a shock. The AED began counting down and at the end of the count down, the AED stated "shock interrupted". The AED then stated "analyzing" and again advised a shock. The AED again did the count down and at the end of the countdown stated "shock interrupted". At this point the ems arrived on the scene and took over patient care. The patient didn't survive.